Event description:
Customer complains that this device (enterprise vrd system), which was used during a surgical operation (aneurysm on basilar artery), broke in two parts when operation was completed. However, a little part of this device is already inside of pt, but on the basis of indications of the hospital, no adverse consequences on pt.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.